Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation; however, the account attributed them to pump speed not being optimized and heart failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. This IFU lists multiple adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ provides information for determined the optimal fixed speed settings that will provide the desired level of cardiac support for the patient. Section 6 entitled ¿patient care and management¿ lists thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needed to be hospitalized for mesenteric ischemia diagnosed through colonoscopy and biopsy. No alarms were associated with the pump. The patient was treated with milrinone and sildenafil. The pump speed was increased to resolve the ischemia and abdominal pain. The patient was discharged (B)(6) 2021 to home and was stable with no further ischemia. The ischemia was believed to be related to heart failure and pump parameters not being optimized.